Event description:
I had a total right hip replacement (ceramic on ceramic) in (B)(6) of 2008. I started having severe pain off and on with 6 months after the surgery. I was told it was part of the healing process. I was never informed of the possibility of the squeaking, and other dangers, pertaining to the ceramic hip. I was informed of the basic operation dangers only. My doctor told me the new hip should last 20 to 30 years. In (B)(6) 2011, the pain became unbearable. On (B)(6) 2011, my husband took me to the emergency room, (B)(6) hospital. X-rays were taken and the attending physician said he believes it was a hip strain, and do a f/u with my doctor. I was able to get an appointment for the end of (B)(6). When I finally saw my doctor, he took x-rays and discovered, the ceramic ball had shattered, and ordered an immediate surgery. On (B)(6) 2011, I under went a total right hip revision. A stryker representative was involved in the procedure. After the surgery, I requested the shattered parts for the ceramic hip. My doctor informed me he had turned them over to the stryker rep for lab reasons. I was upset, but let it go at that. For some reason, my doctor gave stryker the x-rays as well. Without my permission. I contacted stryker many times with no results. The pain continued up through my back, buttocks, and groin. In (B)(6) of 2012, my doctor informed me I had to under go a second revision on my right hip. By now, I was already house bound. In (B)(6) of 2012, I under went surgery for a second right hip revision. This was my fourth hip operation, as in 2006 my left was replaced. The pain is still there, due to the strain on my back. I had back surgery on (B)(6) 2013. Due to the stress, on my body on (B)(6) 2013. I had my gall bladder removed. I have been on pain medication ever since my right hip was touched. The hip parts were the following: osteonics #17-28-3e ID# 10184379cg alumina c taper head, trident psl ha cluster acetabular shell 48mm d# 542-11-48d, lot - h74mle, omnifit eon 132 degrees, cemented hip stem #7, c-tpr, 35mm, 130mm, 6068-0735 lot # nxpmhe, how/ost # 625-ot-28d trident o degree alumina insert. I am now disabled and restricted to my home.